Event description:
It was reported that a pyxis medstation es drawer 5 completely failed and delay patient care. Customer stated removal of a vial of bupivacaine and euflexxa was occured during malfunction. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer number five has failed and no lights on boards causing the malfunction. A field service engineer used multimeter to identify drawer board as failed on drawer, replaced drawer board and pyxibus controller board to resolve this issue. Checked all lights, reconnected all cables and cleaned debris was performed on the device. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and there were no lights on board. A field service engineer used multimeter to identify drawer board as failed on drawer, replaced drawer board and pyxis controller board to resolve this issue. Checked all lights, reconnected all cables and cleaned debris was performed on the device. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer completely failed. Customer stated the malfunction occurred during removal of a vial of bupivacaine and euflexxa. The customer added this malfunction caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.